Event description:
During a stenting procedure in the right iliac artery via an ipsilateral approach, the smart control stent was noted to have prematurely deployed during delivery of the sds to the target lesion. The vessel was noted as mildly calcified, heavily tortuous and 80% stenosed. The stent deployed approx one cm during advancement, so the unit was carefully withdrawn from the pt without problem. The procedure was completed using other unk product successfully. There was no report of pt injury. No info was available as to whether the locking pin was left in place as the physician was advancing the smart control to the lesion, nor if the lesion was pre-dilated prior to attempted stenting. There was no reported difficulty prepping the unit or in advancing it to the lesion.

Manufacturer narrative:
The product has been returned for eval and testing; however, the engineering eval has not been completed. Additional info will be submitted within 30 days of receipt.